Manufacturer narrative:
Patient date of birth and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown radial head prosthesis. Part#, lot# and UDI # is not available. It is unknown if patient underwent revision surgery on (B)(6) 2018 as scheduled. Device is not expected to be returned for manufacturer review/investigation. Reporter is company representative. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient was implanted with a radial head prosthesis for a fracture of her right arm. Post-operative, the patient had complaints of pain due to loosening of a radial head prosthesis. Revision surgery is scheduled for (B)(6) 2018. Patient outcome was not reported. This report is for one (1) unknown radial head prosthesis. This is report 1 of 2 for (B)(4).